Event description:
Per (B)(6) (atp, all med svcs), the end user claims that his right caster/fork assembly buckled while he was riding his chair down the street. User alleges that this caused him to fall out of the chair resulting in broken leg. (B)(6) doesn't know which leg the user broke or the date of when the incident occurred. (B)(6) noted that he contacted the end user again on (B)(4) 2013 and that the end user changed his story saying that he fell inside of his home. This incident has been forwarded to the sunrise medical legal department due to the end user threatening legal action.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.